Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the patient that reported that her therapy never worked on the left side so she thinks one of the wires was broken. No trauma or fall was reported as related. The patient had a revision surgery that occurred on (B)(6) 2016 where the manufacturer representative was present.

Manufacturer narrative:
Concomitant product: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient and a healthcare provider via a manufacturer representative reported that the patient only had partial coverage of their pain. They continued to have pain on the right side of their back and legs. A manufacturer representative attempted to cover the patient's painful area without success. Paresthesia was felt in their left lateral and left anterior side only regardless of the electrodes used. There were also high impedances in "0-9 0-15 and 9." The patient was referred to a neurosurgeon for a revision. The patient was implanted for spinal pain.